Event description:
During left ventricular (lv) lead implant, the stylet was unable to be removed from the lv lead. When attempted to remove the stylet, the connector pin of the lead became detached. A new lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of the stylet could not be removed and the connector pin of the lead became detached was confirmed. As received, a complete lead was returned in one piece. The cause of the reported event of the stylet could not be removed was isolated to bunching of the stripped stylet and ptfe coating, and the inner coil. The cause of the reported event of the connector pin of the lead became detached was isolated to procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.